Event description:
The international customer reported that the ventilator could not boot up. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturer's service provider confirmed the reported problem. The service provider ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. The power supply was returned to failure investigation laboratory, and it was determined that the failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
The international customer reported that the ventilator could not boot up. The customer reported that the device was not in use therefore there was no patient involvement or harm. The manufacturer's service provider confirmed the reported problem. The service provider ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. According to the available notes from field service engineer (fse), the 3rd generation power supply had to be replaced to address reported issue of no ac power. The removed power supply was not returned for failure analysis.

Manufacturer narrative:
Upon further investigation, this report was submitted in error. The correct emdr # is MDR 2031642-2014-01241, which has already been filed to FDA on 01/10/2025.